Manufacturer narrative:
The pump alarmed for compromised force sensor system alarm during basic occlusion test due to protruded drive support disk. The pump was unable to perform the prime test due to the loose drive support disk. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, and missing end cap sticker.

Event description:
The customer's mother reported via phone call of issues with customer's pump. The mother states the drive support cap is protruded. The customer's blood glucose level at the time of incident was unknown. The mother states the pump was dropped. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.